Event description:
It was reported the bur came out of maestro straight m attachment during a cut test conducted at the manufacturing facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.